Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported issue was confirmed via field evaluation, which the fse reported an issue with the clutch pedal. The fse removed and replaced the footrest assembly to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the footrest assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to reproduce and confirm the customer reported complaint. The footrest unit was installed into the pca xi system, and it failed with broken clutch, swap pedal was not working properly when switched arms. The damaged clutch pedal was attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon was not being able to control the patient side cart (psc) arms. The caller stated that the surgeon was moving the console manipulators, but the psc manipulators were not following. Prior to contacting the intuitive surgical, inc. (Isi) technical support engineer (tse), the caller stated that they performed power cycled, but the issue remained. The site then hard cycled and issue seemed to be resolved. While on the phone to report issue, the caller stated that the arms froze again, and the surgeon was then electing to convert to laparoscopic. The tse viewed system event logs but found no related entries. The procedure was converted to laparoscopic surgery with no reported injury.